Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens reviewed the instrument files and determined that quality controls (qcs) recovered within acceptable ranges on the day of the event. The customer reported that they performed a precision study on two samples and siemens determined that the precision in results, from the precision study, was within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site and found no issues; the cse instructed the customer to run patient samples in duplicate. On (B)(6) 2019, the customer reported that imprecise tac results were obtained on two additional patient samples and MDR 2517506-2019-00065 was filed for these results. The cse returned to the customer's site multiple times. During these visits, the cse: observed a "system failure" error in the instrument files; aligned sample and reagent probes; cycled the reagent 2 (r2) arm; performed alignments; cleaned cuvette windows; checked cuvette manufacturing and ran qcs, which recovered out of ranges. Then, the cse: checked voltages and performed services on the sampler and r2 transducer; ran titration on sample and r2 syringes; cleaned all windows; replaced photometer belt, photodiode, and r2 flush motor/screw assembly; recalibrated the assay and ran qcs and system check, resulting acceptably. The cause of the discordant, falsely elevated tacrolimus results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated tacrolimus (tac) results were obtained on three patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tac results.